Event description:
The patient contacted lifescan in 2005 and alleged that their one touch ii meter was giving inaccurately low results. Medical affairs specialist called and left a message for the patient the next day to verify and obtain further information. The patient had reported during the initial call in 2005 that they were getting low results such as "0, and 37". During troubleshooting with the customer service agent, it was verified that the subject meter was in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were in good condition and within the expiration date. They did not have a check strip or control solution and therfore, quality control checks could not be performed. The patient was experiencing blurred vision, but had tested on their meter after experiencing the symptom. They had also reported that they went to their doctor and was given 50 units of novolog since their blood glucose test was high. The doctor's meter result is not provided and it is unknown if the patient had tested on their meter prior to going to the doctor's office. Their medication regimen is also not provided and therefore, it is unknown if the insulin given to him at the doctor's office is what they were supposed to take or based on the doctor's meter result. It is also unclear at this time if the low result on the subject meter delayed treatment.based on all the information, the patient obtained low results of 0 and 37. The '0' result is considered erroneous on its face since an individual is expected to have altered consciousness with such a low blood glucose value. Therefore, there is a possibility that the product has malfunctioned. There is insufficient information regarding the doctor's visit (doctor's meter result) and the treatment given. There is also no information provided regarding the events leading to the high symptoms. Since the patient was already experiencing the high symptoms prior to testing on the subject meter, it can be concluded that the product did not cause or conribute to the injury. Therefore, this case is reported as product malfunction. A replacement was sent to the patient.